Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead delivered an inappropriate shock to the patient due to lead fracture. The lead was capped. It was noted the patient's pocket was significantly calcified and the patient had edema and tenderness since the device explant. The lead was subsequently explanted. No further patient complications have been reported as a result of this event.